Event description:
A report was received that the patient had infection at the lead site. The patient's symptoms included a large lump with white pus coming out and a break in the skin. Antibiotic medication was prescribed. The physician believed the infection was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator, model#: sc-4316, lot #: 16396112, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.